Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the tip did not retract after penetrating. The surgeon inserted the scope and bleeding was observed. The procedure was converted to a formal laparotomy and the vessel was repaired with suture. The procedure was completed without further incident. The hosp has reported that the pt's condition is satisfactory.